Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) received the fenestrated bipolar forceps instrument associated with this complaint, and a failure analysis (fa) investigation was completed. Fa did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument was fully functional, and no damage or product issue was identified. A review of the system logs revealed no errors: the logs indicated the use of the emergency stop button, but not the use of the instrument release kit (irk). Per the fa investigation, "issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues."

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication resulting in blood loss and a conversion to an open procedure cannot be determined. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Isi has attempted to gather additional information to clarify the cause and type of the vessel injury, what instruments were in use at the time of the injury, what medical intervention (if any) was rendered due to the complication, if there were any post-operative complications, and the patient's current status. An advanced system log review for the reported procedure was conducted by an isi failure analysis engineer (fae). Per the fae, no related system errors occurred during the surgical procedure that would suggest non-intuitive motion. None of the errors present in the logs point to any issues with the universal surgical manipulators nor to the instruments. This complaint is considered a reportable adverse event due to the following conclusion: during a da vinci-assisted surgical procedure, the patient sustained an injury to her right vena cava and lost 1.5 liters of blood. Additionally, the case was converted to open surgery.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the patient's vena cava was injured. The patient reportedly lost 1.5 liters of blood. However, according to the customer, a blood transfusion was not administered. The procedure was converted to open surgery and completed with no reported delay. Per the customer, while the bleeding was related to this procedure, the blood loss did not occur due to the use of an intuitive surgical, inc. (Isi) product, and there was no report that a da vinci product caused or contributed to the bleeding. During the case, the customer also reported that an instrument release kit (irk) was required to successfully open the jaws of a fenestrated bipolar forceps (fbf) instrument. However, the customer stated that the patient was not injured due any issues with the fbf instrument. The system was in a faulted state when the manual release was performed, and the instrument was not in strong grip mode. The instrument was inspected prior to use and no issues were observed. The surgical task being performed by the surgeon at the time the irk was required was not provided. It is also unclear if the issue with the fbf instrument occurred before or after the injury to the vena cava occurred. Isi attempted to gather further information from the site to clarify the sequence of events, however, no additional information has been obtained at the time of this report.